Manufacturer narrative:
Section h6, health effect - impact code: corrected. Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported up-trending lactate dehydrogenase (ldh) and right heart failure could not be conclusively determined through this evaluation. It was reported that the patient had increasing lactate dehydrogenase (ldh) levels, with concern for left ventricular assist device (lvad) hemolysis. Log files were submitted for review to determine flow trends after adjusting the right ventricular assist device (rvad) fixed speed. The controller event log file contained events from 21jun2024 through 05jul2024. A single low flow alarm was captured on 21jun2024 at 11:38:44, the day of implant. This alarm corresponded with the time that the fixed speed was set to 4700 revolutions per minute (rpm). When the fixed speed was set back to 5200 rpm, flow returned to a baseline of 2.5 - 4.7 liters per minute (lpm) for the remainder of the log file. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists potential adverse events, including hemolysis and right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had right ventricular assist device (rvad). Lactate dehydrogenase (ldh) was increasing. Log files were submitted for rvad since speed had been reduced over the last few days. Log file captured a low flow event on 21jun2024. There were no unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.